Event description:
The customer reported that the central nurse's station (cns) loss communication with the ICU and pcu bedside monitors.

Manufacturer narrative:
Details of complaint: the customer reported communication loss for the ICU and pcu bedside monitors at the central nurse's station (cns). Technical service (ts) informed the customer that a similar issue was reported on 4/19/20 and biomed resolved it by unplugging and reseating the fiber run cable and the port reactivated. Ts called the customer after 30 minutes, but was not able to reach him. The customer then called back and while on the phone with him, the same person that called the issue in 2020 advised the customer to reseat the fiber run cable in the 4th floor closet and that resolved the issue. There was no patient injury reported. Investigation summary: there were no parts replaced and no evidence of system malfunction. Communication loss communication loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device. The available information reasonably suggests the failure mode is a power surge. Communication loss may occur due to issues with the customer's network environment. Network access point overload may cause an unstable network connection and may cause devices to randomly drop connection. Due to the complex nature of hospital network systems, these issues may recur despite correctly functioning equipment. Manufacturer references (B)(4). Follow up 001.

Manufacturer narrative:
The customer reported communication loss for the ICU and pcu bedside monitors at the central nurse's station (cns). Technical service (ts) informed the customer that a similar issue was reported on (B)(6) 2020 and biomed resolved it by unplugging and reseating the fiber run cable and the port reactivated. Ts called the customer after 30 minutes, but was not able to reach him. The customer then called back and while on the phone with him, the same person that called the issue in 2020 advised the customer to reseat the fiber run cable in the 4th floor closet and that resolved the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) loss communication with the ICU and pcu bedside monitors.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with the ICU and pcu bedside monitors (bsms). Technical support (ts) informed the customer that a similar issue was reported on 4/19/20 and the biomed resolved it by unplugging and reseating the fiber run cable, which resolved this issue when done as well. No patient harm or injury was reported. Investigation summary: the customer acknowledged the hospital experienced a power surge prior to the reported incident. Ts advised the customer to reseat the fiber cable run to the switch in the closet, resetting communications. The customer confirmed this resolved the issue. No parts were replaced, and there was no evidence of a cns malfunction. A review of the serial number history finds no recurrence of the reported issue. Due to the event of a power surge prior to this event, it is likely that the is event was an isolated incident brought on by an unexpected power surge. The evidence provided does not indicate a deficiency with an nk device that may contribute to comm loss events. Comm loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with the ICU and pcu bedside monitors (bsms).